Manufacturer narrative:
This report is being filed as a correction due to the condition of the returned device. Evaluation of the returned device did not present evidence of metal core wire exposure; therefore, this event is not considered a reportable incident. As received, the specimen consisted of one-1 each hydro gw stf std s 150-035; returned reloaded into a dispenser assembly and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presented an overall length of 149.9 cm and a finished diameter of .03250" to .03340". A gage bushing certified to be .0350" passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity. Note all diameter measurements were acquired with a non-contact, toolmakers scope after allowing the specimen device to become dry after hydrating the specimen device with blood-bank saline. After flushing the specimen with blood-bank saline, the specimen was subjected to visual and tactile examination. The specimen coating appeared visually and tactilely consistent when examined at 1x - 18 inches, unaided, wet. The specimen presented kink/bend damage at 1.6 cm and 3.1 cm from the distal tip. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appeared visually and dimensionally correct. The additional information received on 21 august 2023 regarding the metal core wire being exposed was not confirmed during the analysis.

Event description:
Event description: per cnf, it was reported that: it was reported that the guidewire was damaged after unpacking. The device is expected to be returned before sep. 5th. There were no patient complications reported. What was the patient condition following procedure? Stable when was the problem noticed: unpacking where did the problem occur? Outside the patient action taken by the physician to try to resolve the event: none patient outcome from the event: none event resolved? Unknown. Additional information received 21 august 2023: 1. Where is the reported damage? Tip? Entire length of the wire? Please describe the damage. --unknown. 2. Is the metal core wire exposed? -- yes. 3. Is there an image of the reported damage? -yes. 4. It was reported that the event occurred during preparation. Was the guidewire hydrated or rinsed with saline solution prior to removal from the dispenser? -unknown.

Manufacturer narrative:
This report is being filed based on the additional information provided that the metal core wire was exposed. The additional information also included an image; however, the reported damage cannot be confirmed when reviewing the image. The complaint device has not been returned; therefore, no physical analysis of the device can be performed. A review of the manufacturing processes indicates the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the event information received to date, it appears that handling during preparation impacted on the event as reported. As noted in the device instructions for use (dfu), warnings, "prior to use, inspect for damage. If damaged, do not use." As indicated in the directions for use (dfu) precautions, "the surface of the zipwire hydrophilic guidewire is not lubricious unless it is wet. Before taking it out of its holder and inserting it through a catheter, fill the holder and the catheter with sterile physiological saline solution." As noted in the dfu operational instructions, "to activate hydrophilic coating: before removing the zipwire hydrophilic guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end of the holder in order to completely wet the surface of the wire." If there is any further relevant information provided, a follow up medwatch report will be submitted.